Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 214 mg/dl confirmed by fingerstick while using the ilet system; the user had eaten their usual breakfast and was unsure of the cause, then replaced the 6 mm, 23-inch infusion set without observing abnormalities and planned a full supply change. Customer care provided technical support and user education remotely. Investigation of this case revealed no device abnormalities reported by the user after set change. No clinical symptoms associated with elevated blood glucose. Outcomes included user-performed troubleshooting and continuation of therapy without medical intervention. It was concluded that the cause of the hyperglycemia was unclear and that the event did not indicate a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.